Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained.